Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep, reported that: "the screw that holds the nail to the nail holder has broken. This will cause problems when the nail will be removed because it is impossible to position extraction material."

Manufacturer narrative:
Referring to the product inquiry the nail holding screw s2 is the only reported device and considered the primary product. The shaft portion of the nhs was not returned for evaluation; the sales rep stated on request that the device is lost. Referring to the event description the broken off fragment remains in the thread of the implanted nail. A review of the device history records / inspection records for the reported nail holding screw s2 revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, as the nhs had been in use for a longer time (manufactured in 2008), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The sales rep stated: "the screw that holds the nail to the nail holder has broken. This will cause problems when the nail will be removed because it is impossible to position extraction material." This is not correct since the broken off fragment (thread) can be removed with a ¿conical extractor, male, left hand implant extraction set 5 mm¿ (left hand driving, for damaged hex 5mm and diameter range 4.8¿5.4mm), which is part of the implant extraction set. A check with sample items revealed that the tip of the conical extractor fits into the cannulation of the screw thread (diameter 5 mm); the fragment of the reported broken nail holding screw can be removed by turning the (left hand) extractor counter-clockwise. After removing the fragment the nail can be extracted as intended. Excerpt from ¿instructions for cleaning, sterilization, inspection and maintenance - l24002000¿: ¿stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the above observations and on the limited information given the real root cause of the event could not be determined. But referring to the manufacturing date of the nail holding screw s2 it can be ascertained that after approximately 9 years of use the end of serviceable life for the instrument may have been reached. It cannot be excluded that the device has been pre-damaged during a former surgery. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. A review of the labelling did not indicate any abnormalities. No non-conformity was identified. Device was not received.

Event description:
The sales rep, reported that: "the screw that holds the nail to the nail holder has broken. This will cause problems when the nail will be removed because it is impossible to position extraction material."